Event description:
Intra-aortic balloon pump (iabp) initiated in cath lab. The technician (rt) noticed iabp back up battery was rapidly decreasing during the case and the device was plugged in to charge the batteries. After moving patient over unto patient ICU bed unplugged iabp in anticipation of transporting the patient. The iabp shut off without warning. In turn was plugged back in and iabp turned back on and returned to 1:1 settings. The iabp that couldn't hold a charge was then exchanged with another machine. The iabp that malfunctioned was brought to the rt department for servicing.